Manufacturer narrative:
Samples received: 35 unopened pouches. Analysis and results: there are no previous complaints of the same reference-batch. There are units in our stock. Received 35 closed samples. Have also received 36 closed samples from stock. Tightness test to the samples received has been performed and the units are tight. Tested the knot pull tensile strength of the samples received and the results fulfill the requirements of the OEM. In average 3.17 kgf and 2.76 kgf in minimum (ep requirements: 1.79 kgf in average and 0.91 kgf in minimum). Sewing test on artificial skin tissue has been conducted with the samples received and fraying/damage does not appear when pulling the thread through the tissue. Visual appearance is the usual one as can be seen on enclosed picture, before and after sewing test. Suture vertical length in thread of closed samples received are 41.7 cm (59.6% length) and 36.9 cm (52.7% length), 40.3 cm (57.6% length), 34.0 cm (48.6% length) and 33.6 cm (48.0% length). These values are in the current range for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Remarks: as indicated in the instructions for use of the product, "when working with monosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Final conclusion: although the results of the samples received fulfill the specifications of the OEM specifications, note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take action in distributed product. The customer will receive a credit note for one box of product for the units sent. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: (B)(6). According to the users, the monosyn suture thread is rough and uneven and the thread cuts through the tissue like a saw. In this particular case, the suture cut through the bladder and the patient had to have a catheter an additional week in order to ensure proper healing. They think that the suture is difficult to handle and that it stays curled up after unpacking it from the pack.